Event description:
The customer reported the autopulse platform (sn (B)(6) displayed user advisory (ua) 12 (lifeband not present). The platform was tested with another lifeband but the problem persisted. No patient involvement.

Manufacturer narrative:
The customer reported a complaint that "the autopulse platform (sn (B)(6) displayed user advisory (ua) 12 (lifeband not present) error message" was confirmed based on the review of the archive data but was not reproduced during the functional testing. The probable root cause for the (ua) 12 error message could be the lifeband belt clip not detected in the spool shaft and/or not fully inserted when the autopulse was powered on, likely attributed to user error. Upon visual inspection, unrelated to the reported complaint, observed a cracked front enclosure, likely attributed to user mishandling, such as a drop. The front enclosure needs to be replaced to address the observed physical damage. The archive data indicated (ua) 12 error messages on the customer's reported event date, thus confirming the reported complaint. User advisory is a clearable error message; per the battery hangtag - advisory codes description and action, user advisory 12 indicate that the autopulse has detected that the lifeband is not properly installed. The recommended actions for this type of user advisory are: ensure that the band clip (underneath the device) is correctly seated in the drive shaft and can freely rotate after insertion. The customer reported (ua) 12 error was not reproduced during the functional testing. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. The platform was verified using a standard belt test clip aid, the platform was tested and operated as intended without (ua) 12 error message. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with a good known test battery for 10 minutes without any fault or error. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries for 15 minutes without any fault or error. The autopulse platform passed the final testing without any fault or error.